Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue, failure to deploy the stent, and leak were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties as the complaint was unable to be confirmed with the returned device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial report, the returned device analysis revealed that there was no leak found on the device. The site reported that they cannot confirm if the problem was incorrectly reported but the site reported that the correct device was returned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An attempt was made to inflate the sds, the balloon failed to inflate and the stent failed to deploy. A fluid leak was observed in the proximal part of a 2.25x15mm xience alpine rx stent delivery system (sds). No air was injected into the patient. The xience alpine was withdrawn and an unspecified device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.